Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient outcome, as well as a direct correlation to heartmate (hm3) left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined through this evaluation. It was also communicated that heartmate 3 lvas, serial number (B)(6), was not explanted and would not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU) is currently available. Section 1 (¿introduction¿) of this IFU lists potential adverse events, including death, that may be associated with the use of the hm3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away. The cause of death was unknown and was not provided by the customer. Whether the outcome was device or therapy related was not provided. The pump was not explanted and would not be returned for evaluation.